Manufacturer narrative:
A supplemental report is being submitted for correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further clarified that the vad was exchanged to a competitor device due to chronic driveline infection and on-going equipment issues with power switching and vad stops most recently noted.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Additional products: d1: heartware ventricular assist system controller d4: model #: 1420 / catalog #: 1420 / expiration date: / serial or lot#: (B)(6). D9: yes, return date: 09-feb-2026. H3: no. H4: mfg date: h5: no. Previously reported events of motor starts was reported already in the reports listed in h10. Updated fields: b5. Desc evt problem. H6. Patient codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The controller that exhibited power switching was exchanged. The high motor starts were previously reported.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial#: (B)(6); d9: yes; 17-feb-2026; h3: yes; h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned pump revealed that the device passed functional testing, dimensional verification and visual inspection; there were no anomalies that could compromise the performance of the pump. Internal pathological report revealed no evidence of thrombus within the device. Review of the magnetic scanner system results revealed normal magnetic data. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. Supplemental testing revealed that the gold-plating of the power port pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Internal visual inspection revealed no anomalies. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections. The associated batteries had been lubricated prior to release. Log file analysis also revealed a speed change in the controller settings on (B)(6) 2026 at 10:24:21 followed by a low flow alarm logged at 10:24:26. Review of the controller event file revealed a manual pump stop event recorded on (B)(6) 2026 at 12:52:43. No vad stopped alarms were recorded during the analyzed period. Of note, the controller was loaded with a modified algorithm. By design, modified algorithm controllers are expected to have higher starting parameters. As a result, the reported power switching event, vad stop event, and ¿high motor start¿ events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, driveline infection is a known potential complication associated with the implantation of a vad. There is no evidence that this patient had a history of infection events. Based on the log file analysis conducted, the most likely root cause of the reported vad stop event can be attributed to a manual pump stop during the explant procedure. Based on the limited available information and log file analysis conducted, the most likely root cause of the observed low flow alarm can be attributed to inappropriate pump rotational speed and/or incorrect setting of the alarm threshold. Based on an investigation conducted under CAPA: pr00574181 and the available information, the most likely root cause of the reported power switching events can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the observed contamination within the controller power port can be attributed to the handling of the device. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may h ave contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient experienced high motor starts, chronic driveline infection, and most recently power switching with pump stops. The pump was explanted.